Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached after 7 days of wear. As a result, the customer was unable to obtain sensor scans and experienced a seizure however, the customer was able to come to himself and self-treated with gummy bears. There was no third-party medical intervention required for the reported issue. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported the freestyle libre 2 sensor detached after 7 days of wear. As a result, the customer was unable to obtain sensor scans and experienced a seizure however, the customer was able to come to himself and self-treated with gummy bears. There was no third-party medical intervention required for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh004g31pw was returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. The adhesive was also returned and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report as h10 was incorrectly documented on the previous initial MDR. The DHR investigation was performed on the sensor kit only.